Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure. According to the complainant, the patient has a history of alcoholism and previous repeated esophageal varices banding procedures. The physician had previously recommended a tips (transjugular intrahepatic portosystemic stent shunt) procedure, but the patient declined. During this procedure, the physician made two attempts to deploy a band, but the band failed to deploy. When the device was removed, the physician observed that the bands were overlapping each other. Due to the heavy bleeding, the patient was admitted to the ICU and underwent the tips procedure. The speedband device did not cause or exacerbate the patient bleed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years old. The exact event date is unknown however, it has been reported that the event took place approximately two weeks prior to (B)(6), 2011. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.